Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean to english: while the pharmacist was adjusting the dose by injecting drugs into some syringes for preparation and pressing the plunger, sometimes the drugs in the syringes passed through the rubber packing and leaked.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe 10 ml ll syringe w/o needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean to english: while the pharmacist was adjusting the dose by injecting drugs into some syringes for preparation and pressing the plunger, sometimes the drugs in the syringes passed through the rubber packing and leaked.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.